Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had broken reservoir tube lip, belt clip slot, cracked battery tube threads and reservoir tube, scratched lcd window and case, and missing end cap sticker.

Event description:
The customer reported being in the hospital due to high blood glucose over 600mg/dl and experienced sweating, shaky and diabetes ketoacidosis earlier. The customer stated that she changed the site the day before, but her high blood glucose continued. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. Time, date, and bolus wizard settings were correct, but the customer was not sure about the basal rates. Performed the high pressure test and the test failed twice. No further information was provided.